Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: the infection cannot be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#1627487-2016-01790. It was reported the patient has a suspected infection at the lead incision site due to redness and fluid discharge. Reportedly, the patient was given antibiotics. It is unknown if cultures were taken. The patient will meet with her physician at a later date for further evaluation. Follow-up identified the infection was not deep enough to get to the lead. The patient will continue antibiotic therapy as the next course of action.